Event description:
Patient for gallbladder surgery (calculus of gallbladder with cholecystitis without obstruction). Initial clip applier did not adequately approximate the clip closure. Instrument exchanged for a new clip applier. All clips were secured. The cystic duct and artery were transected.